Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated she had disconnected to use bathroom and forgot to press stop. The hp had reconnected before alarm occurred. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain. The hp stated she had disconnected to use bathroom and forgot to press stop. The hp had reconnected before alarm occurred. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and had the hp end therapy and recommended contacting their nurse. The hp would finish with manual supplies. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The nurse stated she would follow up with the patient. No patient injury or medical intervention was reported.